Event description:
Patient reported after injection under the eyes with "juvederm sc," the patient experience bruising and discoloration at the injection site on the day of injection. The patient also indicated that the injector said that the patient had a "hematoma" under both eyes after injection. This has not been confirmed with a physician. The patient self treated with arnica, vitamin c, and massage; however, the symptoms are still ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of bruising, discoloration, and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.